Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): when coming to remove the infusion pump, it was found that the contents didn't infuse into the patient.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, half filled easypump ii lt 100-50-s without packaging. The provided sample was subjected to a visual examination. As-received condition the clamp clip was missing and the patient connector was blocked by a red combi stopper (the original wing cap was not handed over by the customer). Damages that would lead to a malfunction were not detected. After opening the big white top cap and removing the closing cone (discofix) we detected crystallized drug residues at the filling port (lli-cone) and solution (liquid) at the patient connector respectively at the red combi stopper. Afterwards the provided sample was subjected to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The provided sample is blocked, therefore not in accordance with our requirements, hence we judge this complaint to be justified. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.